Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the charger for the device melted into the charging port of the controller. The controller is being replaced as well as the charger and the cable.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.